Manufacturer narrative:
The reported malfunctions of "defib fault 72 and "pacer disabled" were observed during initial testing. However, could not be duplicated. The reported malfunctions of "pacer fault 116" and "defib disabled" were not replicated or confirmed. The battery interconnect board a system interconnection flex cable and the high voltage module were replaced as a precaution. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72," "defib disabled," "pacer fault 116," and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.